Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the liquid crystal display (lcd) casing was dislodged. A data log was able to be downloaded. A review of the data lot did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection was performed and failed. The reported event of no vibration was confirmed through interior inspection. The root cause was determined to be an assembly error.